Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had mine removed in (B)(6) 2015') and colitis ulcerative ('ulcerative colitis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included colitis. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced colitis ulcerative (seriousness criterion medically significant), chest pain ("chest pain"), gastrooesophageal reflux disease ("gerd"), gluten sensitivity ("gluten"), migraine ("migraines"), arthralgia ("joint pain"), urticaria chronic ("chronic hives"), rash ("chronic rashes") and sinus headache ("sinus like headache"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2015. At the time of the report, the medical device removal, chest pain, gastrooesophageal reflux disease and rash outcome was unknown and the colitis ulcerative, gluten sensitivity, migraine, arthralgia, urticaria chronic and sinus headache had resolved. The reporter considered arthralgia, chest pain, colitis ulcerative, gastrooesophageal reflux disease, gluten sensitivity, medical device removal, migraine, rash, sinus headache and urticaria chronic to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: chest pain, gerd, I had mine removed in (B)(6) 2015, ulcerative colitis, gluten, migraines, joint pain, chronic hives, chronic rashes, sinus like headache. Most recent follow-up information incorporated above includes: on 21-jan-2020: addition of imdrf code. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had mine removed in (B)(6) 2015') and colitis ulcerative ('ulcerative colitis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included colitis. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced colitis ulcerative (seriousness criterion medically significant), chest pain ("chest pain"), gastrooesophageal reflux disease ("gerd"), gluten sensitivity ("gluten"), migraine ("migraines"), arthralgia ("joint pain"), urticaria ("chronic hives"), rash ("chronic rashes") and sinus headache ("sinus like headache"). The patient was treated with surgery (essure removal). Essure was removed in 2015. At the time of the report, the medical device removal, chest pain, gastrooesophageal reflux disease and rash outcome was unknown and the colitis ulcerative, gluten sensitivity, migraine, arthralgia, urticaria and sinus headache had resolved. The reporter considered arthralgia, chest pain, colitis ulcerative, gastrooesophageal reflux disease, gluten sensitivity, medical device removal, migraine, rash, sinus headache and urticaria to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: chest pain, gerd, I had mine removed in (B)(6) 2015, ulcerative colitis, gluten, migraines, joint pain, chronic hives, chronic rashes, sinus like headache. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.